Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. In addition, the analysis results found that two sterile devices were received in good condition. Also, eight cartridges were received sterile and in good condition. Two of the reloads were opened (c and e) and tested for functionality with a test instrument. The device fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The returned devices ( a and b) were evaluated for functionality; the devices fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device was fired and the staples did not deploy correctly. No further information is available at this time. Unknown how the case was completed. There was no adverse consequence to the patient.